Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a possible over delivery with insulin. The user alleged the insulin pump was over delivering insulin with 17 units of insulin and wanted to do reverse bolus. Customer was using wizard bolus. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.